Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient hadn't had much success with their symptom control and that was sometimes experiencing leaking. Furthermore patient also reported having stimulation like a vibration/shocking sensation in the vaginal area which had been coming and going and was not positional since 2-3 days prior to the report. Instructions were requested on how to lower settings as patient hadn't used the patient programmer in a long time. Patient tried the patient programmer and got a blank screen. Patient was to get replacement batteries and stated they would call back. No further complications were reported. [Estimate date of event].

Manufacturer narrative:
Concomitant medical products: product ID 3037, (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the same issues were occurring. They hadn't had any trauma or falls. They replaced the batteries in the patient programmer (pp) and wanted to increase stimulation to see if they got better control. Sometimes they would have control, but they were leaking. The stimulation was increased from 1.0 to 4.0 and they were going to leave it there.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that nothing changed to lead to the shocking sensation. However, when they increased the numbers, they got pulsations in the vaginal area that felt like they were being electrocuted. They immediately decreased the numbers back to 1.1. At 1.1, it did not resolve their problem with urine leakage, but they would rather have the leakage over the shocks. It was noted that they had no problem replacing the batteries in the pp.